Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the console had intermittent power output. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, the unit was tested by the biomed department of the user facility. No issues were noted with the system. The power functional tests were good. No intermittent issues with power outputs were noted.